Event description:
It was reported that the high voltage b (hvb) portion of the lead impedance was high resulting in an impedance alert. Upon interrogation, high impedance could not be elicited with low voltage testing. The patient will be monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.